Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient receiving dilaudid via an implantable pump for non-malignant pain. It was reported the patient's pump stopped on (B)(6) 2020 and was replaced on (B)(6) 2020. The patient did not know why the pump stopped. The patient stated they are hard of hearing/partially deaf and cannot hear pump alarms so the patient so the patient started getting "deathly ill" and was admitted to the hospital where the healthcare provider thought the patient had a stomach virus. The patient stated they lost 40 pounds in two weeks due to the pump failure. It was reported by rep the patient's pump had a non-recoverable motor stall and the pump was replaced. Per the rep, the doctor did not deem analysis necessary as the pump was over five years old and was delivering dilaudid. Therefore, the pump was discarded.